Event description:
It was reported that an ax55g was used during a low anterior resection. It was reported by the affiliate that when the device fired, a loud cracking noise was heard on the second stage of firing. The surgeon noticed that the staples were not properly formed. The procedure was successfully completed using another ax55g. There was no consequence to the patient.